Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2008. The fse verified reagent pipettor ultrasonic's and discovered pipettor 1 required minor adjustment to achieve target voltage. The fse performed pipettor matching for verification. The fse observed pipettor # 3 slightly outside specifications. The pipettor was not in use. The fse returned to the facility on (B)(4) 2008 and enabled pipettor # 3 and retested the pipettor with fresh 1:501 dilution test, successfully. The fse completed repair verification per established procedures. The results conformed to the manufacturer's published performance specifications. The samples were plasma collected into a bd plastic lithium heparin gel tube. Centrifugation occurred via the automation line. Testing occurred via the primary tubes. Quality control (qc) was in range on each day the samples were tested. Customer product line support (cpls) laboratory confirmed heterophile interference is the root cause for the elevated creatine kinase-mb (ck-mb) result. Cpls was not able to replicate the troponin I results the customer obtained for this pt. Additional heterophile interference testing confirmed no heterophile-like interference in the pt's troponin I results. Additional hematology, coagulation, and chemistry testing, performed between (B)(4) 2008, showed abnormal results occurring for several other analytes for the pt in question. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. The access ck-mb results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, data from additional tests and other appropriate info. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer reported elevated creatine kinase-mb (ck-mb) result, above the reference range, for one pt involving unicel dxi 800 access immunoassay system. The elevate ck-mb result was reproducible over multiple draws. The customer stated the initial testing for troponin I (accutni) showed slight imprecision, all troponin I results remained in the risk stratification range. The pt was re-admitted and ck-mb results were again elevated. The results were reproducible with two subsequent samples draws. Troponin I results recovered in risks stratification range and were reproducible. The elevated results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. With the pt samples for further analysis.